Manufacturer narrative:
(B)(4). This MDR was originally filed on (B)(6) 2016 to an esubmissions test account. It was reported that a trinity mis introducer handle was broken, no further information was given. Additional information, and the reported device have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records were retrieved and reviewed, it was found that the reported device conformed to material and dimensional specification when manufactured.

Event description:
It was reported that a trinity mis introducer handle was broken. No further information was supplied.

Manufacturer narrative:
(B)(4) final report. It was reported to corin that a trinity mis introducer handle was broken, no further information was given at the time of the report. There was no patient involved in this event, it did not occur during surgery. The device manufacturing records were identified and reviewed: this instrument was manufactured in 2011 as part of a batch of 4 items: all conformed to specification at the time of manufacture. The instrument was returned to corin for the investigation. Upon examination of the returned instrument, no fault could be found and the instrument functioned as intended.

Event description:
It was reported that a trinity introducer handle was broken, no further information was supplied. There was no patient involved in this event, it did not occur during surgery.